Event description:
It was reported that the surgeon could not combine the insert and the baseplate because the locking wire was slightly out of the insert. Therefore, the surgeon implanted new insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.